Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the homechoice device had an unspecified fault. The device was received for evaluation and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that there was a unspecified fault occurred on the homechoice device. There was no additional information describing the fault or specific error. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.